Event description:
It was reported that(1) device was used during a gastrectomy. It was reported by the affiliate that the tcr75 instrument would not fire. The case was completed by using another instrument. There was no patient consequence.